Manufacturer narrative:
A complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented to the emergency room, high threshold and intermittent loss of capture was noted on the right ventricular (rv) lead. The lead was cut and explanted in two separate pieces. Sharp bents and worn insulation was noted on the lead while in pocket. The physician decided to upgrade the device and a new compatible rv lead was implanted with acceptable threshold. The patient was stable, before, during and after the procedure.